Manufacturer narrative:
Engineering evaluation noted that the broken reamer reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate fracture.

Event description:
The reamer broke during surgery and the reamer tip was left in the patient.

Manufacturer narrative:
Pending evaluation.

Event description:
The reamer broke during surgery and the reamer tip was left in the patient.